Event description:
It was reported that the patient experienced hematuria during the operation with the ureteral stent. The patient had been diagnosed with right renal hydronephrosis with ureteral calculi. On (B)(6) 2019 the right urethral ureteroscopic holmium laser lithotripsy, ureteral dilatation, and ureteral stent implantation was performed in the hospital to dilate the ureter and drain urine. Hematuria was observed repeatedly after the operation. The color of hematuria became lighter after the administration of racemic anisodamine injection for spasmolysis and tranexamic acid for hemostasis. The color gradually turned darker after the medication was discontinued. The patient's hematuria was relieved after the patient had the ureteral stent removed in the hospital on (B)(6) 2019. Clinical statement: hematuria (blood in the urine) is a potential complication from each of these three procedures. (B)(6) 2019.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿directions for use: 1. Determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage effi ciency and patient comfort. Submerge stent in sterile water to activate the coating. 2. Insert the cystoscope then pass the guidewire* through the scope until the tip is in the renal pelvis. 3. Move the pigtail straightener over the proximal end (kidney coil end) of the ureteral stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire. 4. Pass the stent over the guidewire through the cystoscope by using the push catheter for proper placement. 5. Watch the distal end (bladder coil end) of the stent or the radiopaque, proximal end of the pusher. Stop advancing when the stent¿s distal end marker reaches the ureterovesical junction (uvj). **(see below for proper placement directions on the multi-length ureteral stent.) 6. Withdraw the guidewire slowly. The stent will form a pigtail automatically. 7. Carefully remove the push catheter. *activate the guidewire coating according to the ¿instructions for use¿ found within the guidewire packaging. **multi-length ureteral stent placement: to accurately size this stent count the marker bands as it is being advanced into the ureter. The fi rst large band indicates the 22cm length. The second and third bands indicate 24cm and 26cm lengths respectively. The last large band is the 28cm length. If you need to place for the 30cm and 32cm lengths, use the attached suture or endoscopic forceps to gently pull back on the stent unwinding the coil from the kidney." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced hematuria during the operation with the ureteral stent. The patient had been diagnosed with right renal hydronephrosis with ureteral calculi. On (B)(6) 2019, the right urethral ureteroscopic holmium laser lithotripsy, ureteral dilatation, and ureteral stent implantation was performed in the hospital to dilate the ureter and drain urine. Hematuria was observed repeatedly after the operation. The color of hematuria became lighter after the administration of racemic anisodamine injection for spasmolysis and tranexamic acid for hemostasis. The color gradually turned darker after the medication was discontinued. The patient's hematuria was relieved after the patient had the ureteral stent removed in the hospital on (B)(6) 2019. Clinical statement: hematuria (blood in the urine) is a potential complication from each of these three procedures. (B)(6) rn (B)(6) 2019.